Event description:
Md was using harmonic ace on a laparoscopic hysterectomy procedure. Md noticed the white piece in between the jaws was missing. He stated that the piece was never there. Instrument was removed from the field and a second harmonic was opened. He continued with the procedure and the white piece in between the jaws of the second one came off. Diagnosis or reason for use: tlh/bilateral salpingectomy.